Event description:
Customer reported a centrifuge bowl leak/defect on a disposable kit set directly to the customer distributor. The customer reported that during the 5th cycle, the machine gave a centrifuge blood leak alarm. Blood was not observed by the customer. However, the distributor advised the customer to use a new set. Customer agreed to do so. Distributor arrived at the hospital and found there was damage on the seal (neck) of the centrifuge bowl. Distributor provided pictures of centrifuge bowl seal for investigation.

Manufacturer narrative:
A batch record review of the lot file for a721 was performed. There were no non conformance associated with this lot. The following was noted during lot release testing: blood leak alarm (checked for leak, none found, restarted testing). A review of complaints rec'd for lot a721 was performed. There were no other leak centrifuge alarms reported to date for this lot. The kit was not returned for further investigation. Photographs of the product were sent on 07/15/2013. The photos were reviewed. However, a root cause for the centrifuge bowl leak cannot be determined based on the info reported and photographs rec'd by the customer. (B)(4).